Manufacturer narrative:
Device evaluation: one cadd extension sets was returned for analysis. The sample was received for evaluation from p/n 21-7106-24 and the sample was received in used conditions without its original package. The sample was visually inspected at 12" to 24" and normal conditions of illumination and no anomalies were found. The sample returned was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality and leakage was detected in filter. The customer's reported problem was confirmed. In order to perform a complete root cause analysis of this failure mode leaking from tubes, further investigation was performed in order to implement corrective actions for this failure mode. The problem source of the reported problem is manufacturing process.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd extension set was leaking at the filter. The medication that leaked was blinatumamab. The product problem was observed during filling. No patient injury or complications were reported in relation to this event.